Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq was having power issue. Reportedly, on the day of the call at around 6:16 am the subject meter powered off when she attempted to access her results from the memory log. According to the patient, she did not take any action in regard to diabetes management at the time of concern. One and half hours later she allegedly developed symptoms described as "numbness, lightheaded, shaky, and dizzy" and tested on a backup meter at "1.7 mmol/l" (30.6 mg/dl). She was able to administer self treatment with 2 (B)(6) bars. During troubleshooting, the customer care advocate concluded there was no product misuse. The battery did not require a recharge based on the information provided. The power issue was not resolved with training. It is not clear how the product issue could have attributed to the patient's alleged low blood glucose at the time of concern. This complaint is being reported because the patient had symptoms that can be suggestive of hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.